Event description:
Pump programmed at 4.2 ml/hr. Bag volume 100 ml. Contained 1130 mg arac in 100 ml d5w. Programming verified with rph, rn and pt's parent. Bag to infuse over 24 hours. Pt called rn and md after about 5 hours, saying bag had completely infused. Hydration fluid started per md order. Md stated no harm with this shortened infusion. Pump and pump set sent to distribution and to MFR. Results of testing unavailable at current time. 7/11/95.